Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, the patient had increased intraocular pressure. The surgeon suspected that the shunt was clogged. The shunt was explanted seven weeks after it was initially implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history review indicated the product met release criteria. There have been no other similar complaint reported in the lot number. Additional information was requested. (B)(4).